Event description:
Per the clinic, the patient developed an infection around the abutment. Subsequently, the patient underwent a procedure to remove the abutment (specific date not reported). It was also reported that, the patient was converted to a transcutaneous osia implant system (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.